Event description:
It was reported that an intravia container 250 ml capacity had particulate matter in the bag. This was noted upon filling the bag with normal saline, using a baxter pharmacist pump. The reporter described the particles as ¿silver plastic¿ and ¿hair like,¿ and noted ¿that the particulate is not seen until filling because the color almost matches the bag.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was loose particulate matter inside the device. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, follow-up MDR will be submitted.